Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was at home at the time of passing. It was reported that the patient's wife found the patient unconscious and initiated CPR and called ems. Review of the patient's download data revealed that on the day of passing, the patient received two inappropriate treatments from the lifevest. At 13:52:42, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with pacemaker spikes, and the post-shock rhythm was supraventricular tachycardia (svt) at 220 bpm with pacemaker spikes. At 13:54:24, the patient received the second inappropriate treatment from the lifevest. The patient's rhtyhm at the time of the treatment was asystole with pacemaker spikes, and the post-shock rhythm was svt at 220 bpm with pacemaker spikes. From 13:55:40 to 14:04:31, the patient's rhythm was asystole with pacemaker spikes and CPR and motion artifact until the electrode belt was disconnected at 14:04:31. The response buttons were not pressed during the event. Oversensing of low amplitude cardiac signal and motion and CPR artifact contributed to the false detections. There is no indication that the lifevest caused the patient's death as the patient was in asystole, a non-life-sustaining rhythm prior to the treatments.